Manufacturer narrative:
The electrode lot number was acn: 29230. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for patient samples tested on two cobas ise neo 900 analytical units. The following example was provided for one patient sample: the initial result was 151.2 mmol/l. The repeat result on a second analyzer was 138.8 mmol/l.

Manufacturer narrative:
The instrument triggered 84 abnormal aspiration alarms in the last 30 days, indicating poor sample quality. The investigation determined that the issue was consistent with pre-analytical issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.